Event description:
It was reported that the procedure was to treat a distally placed restenosed non-abbott stent, deployed in a previous procedure in the saphenous vein graft (svg) to the circumflex (cx) obtuse marginal (om), and a dissection that was observed during angiography, possibly due to the non-abbott stent. After placement of a filter wire and a balance middleweight (bmw) guide wire on both sides of the dissection plane, a 4.0x15 mm xience v stent was deployed with success, distally. An attempt was then made to direct stent the lesion with the 3.5x12 mm xience v; however, it would not cross. No resistance was felt during removal of the stent delivery system; however, after removal from the anatomy, the stent implant was not on the balloon. Intravascular ultrasound (ivus) was advanced to try to locate the stent implant; however, it could not be found. A 1.5 mm balloon catheter was advanced in an attempt to capture the stent implant, even though it could not be seen on angiography; however, this also failed to retrieve the stent implant from the patient. Ivus was again advanced and the stent implant was observed to be wedged into the lesion in about 10% of diseased tissue, the remaining stent in healthy tissue. The 1.5 mm balloon catheter was used to deploy the stent implant where it was located and another 3.5x12 mm xience v stent was successfully deployed at the lesion. The results were good and the procedure was ended; however, this issue delayed the procedure for approximately 1 hour. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. However, there was no note of any damage observed to the sds or stent implant prior to the procedure, which suggests that a product deficiency did not contribute to the reported complaint. In this case, it was reported that an attempt was made to advance/cross a previously deployed stent via direct stenting (no- dilatation), which most likely contributed to the reported failure to advance/cross the lesion and subsequent stent dislodgement. A 1.5 mm balloon catheter was advanced in an attempt to capture the stent implant; however, this failed to retrieve the stent implant and the balloon catheter was used to deploy the stent implant where it was located. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instruction for use (IFU) instructs the physician to pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty (ptca) catheter. Additionally, the IFU states, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed there were no other incidents reported for stent retention issues for this lot. In summary, based on the reported information and this investigation, the reported difficulties and subsequent patient effects appear to be related to interactions with the previously deployed stent and the reported user errors. There is no indication of a product quality deficiency.